Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure the system shut down on its own. Prior to surgery starting the system had priming issues. The system was re-booted and the surgery was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The power supply module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 25, 2010. Based on qa assessment, the product met specifications at the time of release. The power supply was received for evaluation. A visual assessment of the returned sample showed no visual nonconformity. The power supply module was tested on the power supply tested and had no issues. The sample met specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).